Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: review of the black box data revealed a replace cartridge alarm recorded on 13 september 2015 at 17:15; deliveries resumed at 18:09. On investigation, the pump was exercised for 24 hours; delivery accuracy was as expected and the total daily dose amounts added up to reflect the programmed basal rate. No errors, alarms or warnings occurred during investigation. Investigation did not duplicate the complaint at the pump was determined to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: the pump was not calculating recommended bolus total correctly. It was reported the patient's blood glucose was below 70 mg/dl and above 40 mg/dl. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.